Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Follow up information received from the patient reported that the circumstances that led to the stimulation accidently being off and being on program 1 when they thought they were on program 2 was that they made changes to the device program/programming. The circumstances that led to the them not being able to get back to the program 1 was that the patient did not understand how to change the program. There were no further complications reported or anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient implanted with an implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stimulation and gastrointestinal/pelvic floor. It was reported there was no improvement on her device. Additional information from the patient on (B)(6) reported they were implanted on (B)(6) 2018. The patient stated she was ¿good¿ during the night, but since 7am on (B)(6) 2018 she was going to the bathroom every hour. The patient was getting poor communication, the patient had a bandage over the ins area, but stated ¿the area feels good¿. It was review that she could having swelling that was causing a disruption in telemetry. Additional information was received the next day from a consumer. It was reported that the patient wanted to increase stimulation on (B)(6) 2018. It was noted that they kept getting the poor communication screen but was able to connect without the antenna. They found that stimulation was on, on program 1 at 1.5v, but it was hard for the patient to increase stimulation without the antenna attached. It was reviewed that they could have somebody help them or wait to heal so they could connect with the antenna. Then, on (B)(6) 2018, the patient reported that the weekend was terrible, they weren¿t feeling stimulation and were not experiencing any relief of their symptoms. It was stated that they were on program 2 and were trying to make an adjustment with their programmer (pp) but weren¿t understanding the book, and they could not get back to program 1. Troubleshooting on the call found that they were on program 1 at 1.7v, but their stimulation was off. They were assisted with turning stimulation back on and increasing to 2.2v where they felt stimulation. Additional information was received the next week, and it was reported that patient was good on the first time with the trial and that no actions/interventions were taken for poor communication or lack of therapy after implant because their rep was late. Patient reported in the morning they were going to the bathroom every 15-20 minutes. Patient stated they had good relief during the night and slept through. Patient did not know if they were doing something wrong and was on program 1 at 2.1v and felt like they had a tampon inside of them when they increased to 2.2 and that sensation was too strong. Patient further mentioned they were constipated prior to the implant but now was not on any medication and their bowel movements were good. Patient increased their stimulation and felt it in the correct area. No further complications were reported.

Event description:
Additional information was received. The patient reported they saw a manufacturer representative a month prior and they set up the device and told the patient not to play with it. The patient reported they were disgusted with the device and they couldn't get it to work, the implant never helped them. They stated they couldn¿t see the information on the patient programmer screen and they were not feeling stimulation. They were able to sync using their programmer on the call and it showed they were set to program 1 at 3.0v and the therapy was off. They were assisted with turning therapy on and they were feeling stimulation. It was noted the patient was confused about using the patient programmer. Button and icon meaning were reviewed and the patient was educated on the patient programmer. No further complications were reported or anticipated.

Manufacturer narrative:
Event date updated based upon new information. Code corrected. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the consumer. The patient reported they went to their health care physician (hcp) the day prior to the call and the hcp stated the device had been off for 6 months; for six months the device had been off. The patient noted they were not having current issues and that this was in the past. There were no symptoms reported at the time of this call and there were no further complications reported/anticipated.